Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: the patient demographic info: age, gender, weight, bmi at the time of index procedure? Female: (B)(6). Moderate bmi elevated but not obese. Date of index surgical procedure? Approx 1st week (B)(6) 2021. What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? - normal for age and bmi. What tissue dehisced? - fatty layer as per images was there any precipitating stress factor for the wound dehiscence? Please specify. - no tissue factors, patients bmi. Surgeon shared patient was allergic to everything and was always a testing case across all aspects of her surgery. Hence no immediate contact to me. What date did the patient present with dehiscence (# of post-op days)? - approx day 28 date and details of re-operation/re-suturing procedure? - as above approx. Day 28. What tissue was re-sutured with pds suture? Deep dermal and skin. Is there any alleged deficiency with the prineo product or belief that the prineo caused or contributed to the patient event? If so, please describe following: how was the prineo applied? Normal, experienced user. Do you have the prineo product code and /or lot number used? No. Was the prineo observed and/or present at the time of dehiscence? If yes, please describe the appearance? No. If not, was the prineo removed and what date post-op surgery? - no information. Experienced user. It was reported that patient was high risk known allergies and hypersensitivity. Please provide details. Skin prep, penicillin, latex etc. Other relevant patient history/concomitant medications? Please specify. No data what is physicians opinion as to the etiology of or contributing factors to this event? Possible over tightening with suture > possible strangulation as strived to attain best outcomes for patient. Had used before and been very pleased so wished to replicate. What is the patients current status? As of last surgeon contact doing well and issue resolved. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate events were submitted via 2210968-2021-07331, and 2210968-2021-07332.

Event description:
It was reported that the patient underwent a double mastectomy with diep flap approximately 1st week of (B)(6) 2021 and the topical skin adhesive was applied normal. The tissue condition was normal for age and bmi. Post-operatively, abdominal closure was presenting a great skin closure but liquified fat has crept to the surface causing wound compromise and dehiscence. It was also reported that the channels of the good intact suture line could be observed where it looks like the fat has liquified around it. The fatty layer dehisced approximately on post-op day 28th and the deep dermal and skin wound were re-sutured also approximately on post-op day 28th. There were no further complications. Surgeon stated that the patient was allergic to everything and was always a testing case across all aspects of her surgery, hence there was no immediate contact with surgeon. The surgeon opined that it was possible over tightening with suture and perhaps slight over strangulation of tissue may be contributing factor but not root cause. The patient is doing well, and issue resolved.